Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states they had battery seems to drain every day. He replaced the battery on yesterday and the pump is now dead. The customer was unable to troubleshoot due to customers pump being without power. The insulin pump will not be returned for analysis.